Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 22 mg/dl at the time of the incident. The customer was at 318 mg/dl at the time of the call. The customer was given intravenous dextrose to treat. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed. The customer uses their sensor glucose values to treat their blood glucose. The customer had a no delivery alarm in the pump memory. The insulin pump will not be returned for analysis.